Event description:
The core saber drill was sent for eval due to overheating during testing at the user facility. There was no pt involvement; no adverse event was associated with the device.

Manufacturer narrative:
Corrosion damage was noted within the internal components of the device.